Event description:
It was reported that during an implant procedure, the patient experienced pain while breathing and it was noted the right ventricular lead caused a perforation. The lead had been positioned apically, but the r wave sensing was not optimal so the lead was repositioned to a more septal position. The procedure continued with close monitoring of the patient and then an echocardiograph showed cardiac tamponade so the patient under-went pericardiocentesis. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.